Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Previous to right tka, we completed a right post.lat hip w/ dr davis. Case was absolutely fine except for a small hiccup regarding rio registration prior to case start. It took the tech/myself three tries before we were able to pass and I chalked it up to end effector + black x array positioning. Not sure if this was an indicator of other issues w/ rio arm or not, but I wanted to mention. Once in tka, the robot was draped and registered without issues. Arrays and checkpts were placed without issue. While registering, all arrays would constantly blink in/out...both the femur and base array when registering femur, then tibia and/or base array when registering tibia. We got both joints registered and they easily verified when we popped bubbles, despite the random blinking. I feel that the registration was solid. At this pt, I instructed surgeon to remove osteophytes while I cleaned the camera lenses hoping this would help with the array blinking. It did seem to help alot. The issues began with the cuts. When making the distal cut, the surgeon moved the saw from medial to lateral side as he completed a condyle cut. When cutting lateral side, he noticed (and I did too) a visual step-off between the medial and lateral condyles. This pt started with a severe hyperflexion issue so we had plans to make a much more conservative distal cut to close down the joint space. This was prior to a pass-over cut that is typically made for distal cut. He made the pass-over cut and seemed satisfied afterwards, but we verbally discussed that stepoff discrepancy again before we continued on w/ post. Chamfer cut. At all points of cutting the femur, the femur checkpt and the saw blade passed and quite easily. I did not suspect an issue with the femur array. When we moved to the last cut, the tibia cut, the tibia checkpt passed easily. The saw would not. The lowest it got was 1.7 mm. We even switched out saw blades (first one was possibly worn/banged up, pt had tough bone) and the second sawblade stayed the same at 1.7 mm. I asked the surgeon if he would like for me to stop and troubleshoot the arm or if he wanted to push on and have me manually accept the 1.7 mm yellow saw blade checkpt. At this stage, christian brandt stepped into the case and reiterated my question upon studying the issues with the blinking arrays and the yellow passing on saw checkpt. Dr. Davis decided to move on w/ the cut and we accepted the yellow saw checkpt and moved on. When trialing and attempting to seat cr femur trial, it was apparent that one or more cuts were wrong. The distal cut was shallow in comparison to anterior chamfer cut. Anterior cut looked great, flush with the implant, as was posterior cuts. But it appears too much was taken distally and the cr was sitting on the anterior chamfer for fixation. The surgeon brought back in rio to see if for some reason there was any bone remaining on anterior chamfer cut. Femur checkpt passed but the sawblade on arm did not¿femur checkpt and saw passed previously without cause for alarm. We decided the issue is with the arm and switched to manual instruments to attempt to fix the femur cuts. We did not proceed w/ using rio any further. Results of the case were not good: pt was templated for a 9poly with approx.. 19s in all boxes in flexion/extension. We took 2 mm less bone distally in order to close down joint gaps to address hyperextension. With a 13poly, the extension finally reached 0-1 degrees and in flexion it was tight. Surgeon eventually chose a 16poly to tighten up more in extension. I broke down rio and moved out of the room and booted back up to run both sides thru full pre-surgery checks per fse request. Right and left sides passed angle discrepancy, combined accuracy, brake check, etc. All green. Case type: tka. Additional details:slight issues arose during femur/tibia registration, arm issues arose during cutting. I feel registration of rio declined as case went on. Provide more detail: no harm, but definitely not optimal results that was expected of mako. I'm personally not happy with the surgical outcome. Delayed for: 10-15 mins total while troubleshoot, switch to manual. (B)(4).pt

Manufacturer narrative:
Reported event: an event regarding inaccurate bone preparation on all cuts during a total knee procedure involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 530 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding inaccuracies throughout bone preparation. There were no other similar reported events. Conclusion: session data from the case was reviewed. Areas of investigation included CT landmarks, implant plans, array shifts, and bone registration. The data at this time shows that the mako robotic arm operated as expected. No system defect or malfunction is suspected. It was noticed that the robot was never fully seated on the ground during this case. Leaving the robot lifted and sitting on its wheels can lead to inaccurate resections.

Event description:
Previous to right tka, we completed a right post.lat hip w/ dr. (B)(6). Case was absolutely fine except for a small hiccup regarding rio registration prior to case start. It took the tech/myself three tries before we were able to pass and I chalked it up to end effector + black x array positioning. Not sure if this was an indicator of other issues w/ rio arm or not, but I wanted to mention. Once in tka, the robot was draped and registered without issues. Arrays and checkpts were placed without issue. While registering, all arrays would constantly blink in/out...both the femur and base array when registering femur, then tibia and/or base array when registering tibia. We got both joints registered and they easily verified when we popped bubbles, despite the random blinking. I feel that the registration was solid. At this pt, I instructed surgeon to remove osteophytes while I cleaned the camera lenses hoping this would help with the array blinking. It did seem to help alot. The issues began with the cuts. When making the distal cut, the surgeon moved the saw from medial to lateral side as he completed a condyle cut. When cutting lateral side, he noticed (and I did too) a visual step-off between the medial and lateral condyles. This pt started with a severe hyperflexion issue so we had plans to make a much more conservative distal cut to close down the joint space. This was prior to a pass-over cut that is typically made for distal cut. He made the pass-over cut and seemed satisfied afterwards, but we verbally discussed that stepoff discrepancy again before we continued on w/ post. Chamfer cut. At all points of cutting the femur, the femur checkpt and the saw blade passed and quite easily. I did not suspect an issue with the femur array. When we moved to the last cut, the tibia cut, the tibia checkpt passed easily. The saw would not. The lowest it got was 1.7mm. We even switched out saw blades (first one was possibly worn/banged up, pt had tough bone) and the second sawblade stayed the same at 1.7mm. I asked the surgeon if he would like for me to stop and troubleshoot the arm or if he wanted to push on and have me manually accept the 1.7mm yellow saw blade checkpt. At this stage, (B)(6) stepped into the case and reiterated my question upon studying the issues with the blinking arrays and the yellow passing on saw checkpt. Dr. (B)(6) decided to move on w/ the cut and we accepted the yellow saw checkpt and moved on. When trialing and attempting to seat cr femur trial, it was apparent that one or more cuts were wrong. The distal cut was shallow in comparison to anterior chamfer cut. Anterior cut looked great, flush with the implant, as was posterior cuts. But it appears too much was taken distally and the cr was sitting on the anterior chamfer for fixation. The surgeon brought back in rio to see if for some reason there was any bone remaining on anterior chamfer cut. Femur checkpt passed but the sawblade on arm did not¿femur checkpt and saw passed previously without cause for alarm. We decided the issue is with the arm and switched to manual instruments to attempt to fix the femur cuts. We did not proceed w/ using rio any further. Results of the case were not good: pt was templated for a 9poly with approx.. 19s in all boxes in flexion/extension. We took 2mm less bone distally in order to close down joint gaps to address hyperextension. With a 13poly, the extension finally reached 0-1 degrees and in flexion it was tight. Surgeon eventually chose a 16poly to tighten up more in extension. I broke down rio and moved out of the room and booted back up to run both sides thru full pre-surgery checks per fse request. Right and left sides passed angle discrepancy, combined accuracy, brake check, etc. All green. Case type: tka. Additional details: slight issues arose during femur/tibia registration, arm issues arose during cutting. I feel registration of rio declined as case went on. Provide more detail: no harm, but definitely not optimal results that was expected of mako. I'm personally not happy with the surgical outcome. Delayed for: 10-15mins total while troubleshoot, switch to manual. Complaints file name: (B)(6).